Manufacturer narrative:
Ligaclip multiple clip applier-based upon the inquiry information received, the visual examination, and the functional tests, no conclusion could be reached as to what may have caused the reported incident in which the "clips fired from the device, scissored, and did not close properly" during surgery. The applier was received in good physical condition, with no anomalies observed. The instrument was examined and was found to be functional. The applier was cycled, fed, and formed the remaining 19 clips within design specification and without incident. It was concluded that the applier was conforming to design specifications..

Event description:
It was reported during a diagnostic laparoscopy the 355ld trocar would not arm. The arming button would not stay down. The procedure was finished by opening another 355ld. There was no pt consequence.